Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a pinched lead 1- & lead 2- wire on the ECG c and d cable. The root cause for the pinched wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.